Event description:
The customer stated that the architect folate control values are out of range high before and after calibration. There was no impact to management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.